Event description:
No injuries to people, the wiring harness and the lid motor are both burned, nothing else was damaged by this fire.

Manufacturer narrative:
The unit was evaluated by using photographs sent by the user facility. The pictures show the main wire harness burned. Unit was not returned, the decision was made in the field with the agreement of the customer to scrap the unit. Steris's eval indicates that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.